Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and poor sensing since initial implant. During the procedure to reposition the lead the helix would not retract, therefore, it was replaced ad remain in service. No additional adverse patient effects.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and poor sensing since initial implant. During the procedure to reposition the lead the helix would not retract, therefore, it was replaced ad remain in service. No additional adverse patient effects.